Event description:
Hyperglycemia [hyperglycaemia]. High level of ketones in blood [blood ketone body increased]. Novopen 4 cartridge holder is broken [device breakage]. Case description: study ID: (B)(6). Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. The patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "high level of ketones in blood(blood ketone body increased)" with an unspecified onset date , "novopen 4 cartridge holder is broken(device breakage)" with an unspecified onset date and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid (insulin human) from unknown start date for "drug use for unknown indication" (dose and frequency unk). Current condition: diabetes mellitus (type and duration not reported). It was reported that the cartridge holder of novopen 4 was broken and patient suffered from hyperglycemia with glycaemia values of 600mg/dl. Patient also had high level of ketones in blood (values not reported). It was reported that the doses were needed to be elevated and addition of basal insulin was required by hcp. Batch number of novopen 4 was cug1156 and actrapid has been requested. Action taken to novopen 4 was not reported. Action taken to actrapid was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "high level of ketones in blood(blood ketone body increased)" was not reported. The outcome for the event "novopen 4 cartridge holder is broken(device breakage)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : unknown. High level of ketones in blood(blood ketone body increased) : unknown. Novopen 4 cartridge holder is broken(device breakage) : unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible. High level of ketones in blood(blood ketone body increased) : possible. Novopen 4 cartridge holder is broken(device breakage) : possible. Reporter's causality (actrapid) - hyperglycemia(hyperglycemia) : unknown. High level of ketones in blood(blood ketone body increased) : unknown. Novopen 4 cartridge holder is broken(device breakage) : unknown. Company's causality (actrapid) - hyperglycemia(hyperglycemia) : possible. High level of ketones in blood(blood ketone body increased) : possible. Novopen 4 cartridge holder is broken(device breakage) : possible. If the sample is received, the device will be investigated to evaluate it works according to the set specifications and intended use. Company comment: hyperglycaemia is assessed as listed according to the novo nordisk current ccds in actrapid. Relevant information on patient demographics, relevant medical history, final diagnosis, the suspected product for evaluation are unavailable for complete assessment. Considering the nature of the events, underlying diabetes is a significant confounding factor for hyperglycaemia leading to ketonemia. This single case report is not considered to change the current knowledge of the safety profile of actrapid.

Event description:
Investigation result: product: actrapid, batch number: unknown, no investigation was possible, because neither sample nor batch number was available. On 25-mar-2021, an amendment was performed. Since last submission the following information has been amended: the case has been marked as reportable. All the required fields for final reportable incidents filled. Since last submission, following was updated to the case: annex d, e and g code updated. Investigation result for actrapid updated. Amendment was performed. Narrative updated accordingly.

Event description:
Case description: investigation results. Product name: novopen® 4. Batch number: cug1156. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. However, due to the pen condition it operates in jerks and cannot deliver properly. The snap connection on the cartridge holder is damaged. It was not possible to mount a penfill cartridge and cartridge holder correctly to the pen body. The cartridge holder was damaged to an extend where the cartridge holder should not be used. It is not possible to investigate the returned sample comprehensively. Both snaps on the cartridge holder were cracked. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. General complaint surveillance applies. The fault is caused by accidental damage during use of the device. Since last submission, the following has been updated: -investigation results updated; -device tab , EU/c tab and device addendum fields updated; -narrative updated accordingly. H3 continued: evaluation summary. Investigation results. Product name: novopen® 4. Batch number: cug1156. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. However, due to the pen condition it operates in jerks and cannot deliver properly.the snap connection on the cartridge holder is damaged. It was not possible to mount a penfill cartridge and cartridge holder correctly to the pen body. The cartridge holder was damaged to an extend where the cartridge holder should not be used. It is not possible to investigate the returned sample comprehensively. Both snaps on the cartridge holder were cracked.the batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. General complaint surveillance applies. The fault is caused by accidental damage during use of the device.

Event description:
Since last submission, the following has been updated: company comment 18-oct-2020: the suspected device novopen 4 has been returned to novo nordisk for examination. Upon investigation, it revealed that both sides of snap end of the cartridge holder are cracked. Due to the pen condition it operates in jerks and cannot deliver properly. The cartridge holder was damaged to an extend where the cartridge holder should not be used. The fault is caused by accidental damage during use of the device. If the user does not detect the fault on the cartridge holder there is a risk that the patient will only receive a partial or no dose at all and could experience hyperglycaemic related events.